Manufacturer narrative:
Due to character limit in e1, event site name and address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an issue as the "pipeline is restricted" during use, no personal injury was caused.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 medical device problem code. A getinge field service engineer (fse) went to the customer's site and confirmed that the fault was caused by a problem with the drive valve group. The drive valve group needed to be replaced and a quotation was given to the customer. The customer temporarily gave up the repair. In future if we receive any repair information will reopen and update the investigation.